Event description:
It was reported that post implantation of an rx acculink stent in the left internal carotid artery, the patient experienced bradycardia. No treatment was provided. On (B)(6) 2012, the patient was discharged home. On (B)(6) 2012, during a follow-up visit, the bradycardia was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.